Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Lot number: head: dd2342b1, handle: dd2256e1. Manufacturer date: head: december 7, 2012, handle: september 12, 2012. (B)(4).